Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported when using the new replacement foot pedal the surgeon was unable to advance through the programs with the foot pedal. The case was completed by manually advancing by pressing the buttons on the screen. There was no impact to the pt. Technical support was contacted and walked the customer through how to check if the foot pedal is working. This is the third of three reports for this facility.